Event description:
It was reported that the patient was found unresponsive at 8:00 a.m. On (B)(6) 2019. The patient's husband tested her blood glucose level and the result was 107 mg/dl. He treated her with orange juice and contacted the paramedics. The paramedics arrived 15 minutes later and the patient's blood glucose result was 40 mg/dl on the paramedic's meter. The patient was treated with a tube of glucose. The patient was not taken to the hospital.